Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 16 occurred with multiple cartridges. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. The customer replaced the supplies to address the issue. Customer¿s blood glucose level ranged from 137-276 mg/dl.